Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, lot# 0208730853, product type: lead.

Event description:
A healthcare professional (hcp) reported that after having reprogrammed the patient's stimulation frequency and pulse width on the day of report that while the patient was walking outside "she realized that the stimulation increased." The patient's programmer "read the stimulation at 9.4 v, even though the patient had been set to 7.4 v." Impedance testing was performed and "there was nothing abnormal." It was noted the"high intensity was not always related to position" and the patient's stimulation therapy did not have cycling enabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.